Event description:
It was reported that catheter issue occurred. The 75% stenosed target lesion was located in a severely tortuous and moderately calcified vessel. An opticross hd imaging catheter was selected for ultrasound examination for the target lesion. During preparation, the air was not removed, and image was lost during pullback. The procedure was completed using another of the same device. There were no patient complications reported.

Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of cause not established following a review of the reported event details, available information, and product record review. In this case the device was not returned for product analysis therefore limiting the identification of a most probable cause of the reported event. Improper handling, device manipulation or not following the correct instructions during the procedure, alongside the anatomical conditions of the patient, could be contributing factors to the reported issue. However, there is no additional detail pertinent to the event.

Event description:
It was reported that catheter issue occurred. The 75% stenosed target lesion was located in a severely tortuous and moderately calcified vessel. An opticross hd imaging catheter was selected for ultrasound examination for the target lesion. During preparation, the air was not removed, and image was lost during pullback. The procedure was completed using another of the same device. There were no patient complications reported.